Manufacturer narrative:
The customer ignored the error message and did not properly recover from the error. The bci instrument performed as expected and generated the expected message. The issue was resolved so service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding two barcode labels with different barcodes were found attached to one secondary tube that was generated by the automate 2500 s3i, sorter and aliquoter. A label failure occurred during this event and an error message was displayed for the user. Because the two labels were attached on top of each other, creating a greater thickness, the lab staff detected the double labeled tube and was able to prevent further processing. The results were not reported out of the laboratory and the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.